Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leaking at site event on 02-jun-2024. The infusion set has been used for about 3 to 4 days. No further information available.